Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2009, tha surgery was performed using the following implants, and the surgery was successfully completed. - cup (mah: kyocera), - metal liner 46/28 (part#: 121889146, lot#: 2551325), - head 28mm+3 (part#: 962702100, lot#: unk), - stem (part# & lot#: unk). The patient received joint dislocation reduction twice in 2015, and twice in 2017. On (B)(6), 2017, revision surgery was performed to replace the cup, metal liner, and head with the following implants while the stem stayed left in the body because of its stable fixation. - cup (non-j&j: stryker dual mobility cup), - liner (part# & lot#: unk), - head (part# & lot#: unk). During the surgery, necrotic tissues were seen around the joint, and metal-worn or black materials were confirmed around the taper junction. The revision surgery was successfully completed with a 3-minute delay. The surgeon commented that this event might be caused by the repeated dislocation due to mom-induced armd.

Manufacturer narrative:
The patient received joint dislocation reduction twice in 2015, and twice in 2017. On (B)(6) 2017, revision surgery was performed to replace the cup, metal liner, and head with the following implants while the stem stayed left in the body because of its stable fixation. During the surgery, necrotic tissues were seen around the joint, and metal-worn or black materials were confirmed around the taper junction. The revision surgery was successfully completed with a 3-minute delay. The surgeon commented that this event might be caused by the repeated dislocation due to mom-induced armd. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.